Event description:
It was reported that the fiberglass towards the end of the monopolar curved scissors instrument is frayed. The instrument damage was not identified prior or during a surgical procedure. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one side of the distal end of the main tube has a 1.5 inch long section with material removed. The damaged area is located directly above the tube extension, parallel to the tube axis, and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.